Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure,") in a 47-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menses irregular and hot flashes. Concomitant products included ibuprofen, nsaid's and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headache"), blindness ("vision loss") and menstrual disorder ("menstruation issues"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, headache, blindness, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, blindness, depression, device dislocation, headache, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. The essure tubal obstruction device was placed bilaterally with 4 rings proximal to each fallopian tube without difficulty. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure,") in a 47-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menses irregular and hot flashes. Concomitant products included ibuprofen, nsaid's and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headache"), blindness ("vision loss"), menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, headache, blindness, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered blindness, device dislocation, headache, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff underwent treatment due to complications from the essure device. The essure tubal obstruction device was placed bilaterally with 4 rings proximal to each fallopian tube without difficulty. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), did not undergo confirmation test. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure,") in a 47-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menses irregular and hot flashes. Concomitant products included ibuprofen, nsaid's and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headache"), blindness ("vision loss") and menstrual disorder ("menstruation issues"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, headache, blindness, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, blindness, depression, device dislocation, headache, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff underwent treatment due to complications from the essure device. The essure tubal obstruction device was placed bilaterally with 4 rings proximal to each fallopian tube without difficulty. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems ¿ depression and mental anguish event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), headache ("headache"), blindness ("vision loss") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, pelvic pain, headache, blindness and menstrual disorder outcome was unknown. The reporter considered blindness, device dislocation, headache, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.